Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If the physical sample is received for evaluation or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports the IV tubing set leaked during chemotherapy administration. The reporter stated that there was a previous incident of chemo leakage with this product, but thought the leakage was due to the potency of the chemo drug administered. In the previous incident, the filter was left in place. For the most recent incident, the filter was not present during administration.